Event description:
Product malfunctioned due to an inability to separate components. The event type has not been documented correctly in the original report. The event type has been updated.

Event description:
Implant failed due to a failure to osseointegrate.